Event description:
Patient presented with 31-33mm neck diameter and renal to bifur 108mm. Access and deployment of a 28-16-120bl bifurcated device and a 34-34-80le proximal extension was uneventful. (Note that renal to bifur measurement is off-label with selected devices.) After post-dilatation ballooning, there was an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. A palmaz stent was placed, and there was still a slight leak. A larger reliant balloon was inflated with good results; the patient's cardiomems pressure sensor showed a decrease in pressure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The devices used along with patient's renal to bifurcation measurement did not meet the sizing guidelines per indications for use.